Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-00986. The patient received her scs system consisting of an ipg and paddle lead on (B) (6)2007. It was reported on (B) (6)2008 that while at the dentist, a magnetic instrument was placed on the patient's chest and the patient had an adverse reaction. Stimulation no longer functioned after this event. The patient's system was explanted at an unknown date. The explanted lead and ipg were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 1 of 2. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead has damage to the outer tubing. Paddle exhibits wear-marks in the silicone. Some channels are open where the wire exits the lead; this could be from overstress during explant procedure. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.